Manufacturer narrative:
On (B)(6) 2026 the patient called on (B)(6) 2026 reporting severe skin irritation from the mcot device used with the electrode - patch - universal 2 channel configuration. The patient experienced general redness and open sores. The patient sought medical treatment and was treated with prescription medication. The patient discontinued service and had already returned the device prior to calling. The patient followed the recommended skin preparation steps and has no history of skin sensitivity or allergies. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms.the patient is elderly and over 65 years old. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On (B)(6) 2026 the patient called on (B)(6) 2026 reporting severe skin irritation from the mcot device used with the electrode - patch - universal 2 channel configuration. The patient experienced general redness and open sores. The patient sought medical treatment and was treated with prescription medication. The patient discontinued service. The patient followed the recommended skin preparation steps and has no history of skin sensitivity or allergies.